Event description:
Information received from the field does not address the patient's clinical status but notes a capture anomaly and that the "coil was completely fractured and there was a 1 1/2" of only insulation".~~~~~~~~~